Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them their device had not been working. No other information was known. The indication for use was spinal pain. No patient symptoms reported.